Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that q-syte ext set, luer-lok 6 in micro bore had foreign matter. The following information was provided by the initial reporter: debris found inside sealed hub in unopened packet.

Event description:
It was reported that q-syte ext set, luer-lok 6 in micro bore had foreign matter. The following information was provided by the initial reporter: debris found inside sealed hub in unopened packet.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 0300701. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed and therefor the failure was not confirmed. For further investigations it's recommended that the involved sample be provided for evaluation. Based on the investigation results, an exact cause for this incident could not be identified.